Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was also reported that the pt could no longer feel device stimulation and that she was experiencing `a few more auras than usual.' The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. Previous device diagnostic testing performed approximately 6 months prior was within normal limits, indicating proper device function at that time. Treating physician was not aware of any recent injury or trauma that the pt may have suffered that would possibly have damaged the ncp system. The pt attributes the increase in the frequency of auras to stress from a recent divorce. Review of x-rays by treating physician did not reveal any obvious discontinuities in the ncp system. Review of x-rays by manufacturer revealed that the lead electrodes are placed at c3-c4 level. Three tie-downs were noted. Strain relief appeared to be adequate. Lead connector pins were fully inserted into the generator connector block. No visual gross fractures or sharp angles were noted; however, some of the lead was behind the generator so a lead break in that area could not be ruled out. Lead break or lead/nerve interface problem is suspected. Revision surgery is likely. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating neurologist.

Event description:
The patient underwent ncp system replacement surgery, during which both the lead and generator were replaced. Device tracking information submitted to manufacturer for the replacement vns therapy system indicated that the replacement surgery was performed due to lead discontinuity. It was reported that the explanted devices would not be returned to manufacturer for analysis because they were discarded.

Manufacturer narrative:
Information obtained during the investigation of the reported event reasonably suggests that a lead fracture is the cause of the high lead impedance test result.